Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the noise was not reproducible in clinic. No programming changes were made. Patient experienced no consequences and will continue to be monitored.